Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of 911 call was over 600mg/dl. The customer states they passed out and were found by family member. The customer states they treated the high with manual injections. The customer states they were treated with insulin drip at the hospital. The customer was advised to monitor their device and blood glucose levels, and to call back if issues persist.